Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit is giving a low leak co2 rebreathing alarm and low exhaled tidal volume. No patient harm reported.